Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had lines which resulted in the customer experiencing difficulties reading the screen. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.